Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s dexcom g7 sensor expired, placing the ilet into bg run mode. The user¿s blood glucose rose to 251 mg/dl and remained above range for more than 90 minutes. The agent instructed the user to manually enter glucose readings until new sensors arrived the next day. No symptoms or medical intervention were reported.